Manufacturer narrative:
One certain gold-tite hexed screw (iunihg) was received inside a certain bellatek tin abutment (ildan3) with a crown. A visual inspection revealed that the screw hex had evidence of wear and appeared to be stripped. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The screw was functionally tested wit a compatible implant. The screw hex was stripped and it would not fully thread into the implant drive feature. The loosening event cannot be verified. However, a malfunction was confirmed for damaged screw hex. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age was not provided. Patient weight was not provided.

Event description:
It was reported that screw was loose. Abutment has been remade. Implant remains intact.